Manufacturer narrative:
The monarch cap was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. Complaint trending on the product family found no emerging trends. Without the instrument returned for evaluation as a sample, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action is necessary at this time as without the device we are unable to confirm the reported issue and no systemic trend was observed. Therefore, this complaint will be closed with no further action required. If the inserter becomes available at a later date, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
The monarch cap inserter was returned for evaluation. Visual inspection revealed that two of the teeth of the cap inserter had broken off. Fracture analysis found evidence of a quasi-static torsional shear overload failure. A review of the DHR identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Trend analysis found no observed systemic trends that require further action. The root cause cannot be positively determined however fracture analysis found evidence of torsional overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The sample has been returned for evaluation. A follow up report will be filed upon completion of the investigation. Device mfg. Date: june-24-2004, may-15-2004, may-12-2004, march-22-2004. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that during revision posterior fusion to extend a construct due to adjacent level disease, the tab at the tip of the instrument that sits over the cap sheared off. The broken piece was retrieved from the patient and a same/like product was used to proceed with the case. There were no adverse consequences to the patient and no delay to the surgery.